Event description:
Boston scientific received information that this device system detected a low shock impedance measurement less than 20 ohms. Previous impedance measurements had been in the 50 ohms range and stable. No noise was observed on the electrograms. The patient was brought to the clinic for further testing. The device was found to have normal device function, with all lead measurements within specification. The physician felt that the one out of range measurement was an anomaly and would not perform device testing. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information indicates that this device was explanted due to an unrelated product performance issue documented within report number 2124215-2015-09467. The device was returned for analysis.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.